Manufacturer narrative:
Event of catheter hit a malformed blood vessel with subsequent renal hemorrhaging was serious because resulted in significant disability. Event was probably related to zoll catheter due to the relevant location and timing even in patient with unusual vasculature formation. The patient's status information was requested, but the customer did not provide a response. Catheter can hit a malformed blood vessel in rare cases when such malformation exists in patients. The event is probably related to the device and not related to the procedure.

Event description:
During the ivtm therapy for a post-cardiac arrest patient, the physician reported that upon inserting the quattro catheter (lot #unknown) over the guidewire into the patient's left femoral vein; the catheter somehow reached the renal vein and hit a malformed blood vessel (vascular malformation) near the renal vein. The physician reported renal hemorrhaging. The physician stated that the bleeding could not be prevented because the vascular malformation itself was rare. The physician is experienced with intravascular catheter placement. The physician stated that there was no device malfunction, and due to the malformation of the patient's blood vessel, the catheter went in an unintended direction. The customer stated that the catheter insertion was performed under x-ray. The customer provided no further information. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The quattro catheter was not returned. Therefore, a physical investigation could not be performed. The potential root cause for the catheter to go in an unintended direction was due to the malformation in the patients' vein.

Manufacturer narrative:
The zoll catheter was not returned. Therefore, a physical investigation could not be performed. Event of renal hemorrhaging was serious because resulted in significant disability. Event of catheter hit a malformed blood vessel was related to zoll catheter due to the relevant location and timing even in patient with unusual vasculature formation. Catheter can hit a malformed blood vessel in rare cases when such malformation exists in patients.

Event description:
During the ivtm therapy for a post-cardiac arrest patient, the physician reported that upon inserting the quattro catheter (lot #unknown) over the guidewire into the patient's left femoral vein; the catheter somehow reached the renal vein and hit a malformed blood vessel (vascular malformation) near the renal vein. The physician reported renal hemorrhaging. The physician stated that the bleeding could not be prevented because the vascular malformation itself was rare. The physician is experienced with intravascular catheter placement. The physician stated that there was no device malfunction, and due to the malformation of the patient's blood vessel, the catheter went in an unintended direction. The customer provided no further information. The patient's status information was requested, but the customer did not provide a response.